Event description:
Healthcare professional reported, left side rupture. Diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Updated device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side there are some globose adenopathies, without clear recognition of the hilum, with dm equal to 15 mm, suggestive at first of all for siliconomi¿, and ¿signs of suspected silicone lymph node microbleeding in left axillary seat.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Diagnosed via MRI. The device has been explanted and replaced.